Event description:
It was reported that the patient developed an infection. The organism was identified as (B)(6). The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, outer insulation had a cosmetic cut, the outer insulation was breach cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, outer insulation had a cosmetic cut, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, there was apparent explant damage and the lead was stretched. (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.